Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9600+ system did not meet the 10% requirement at 120kv. It was noted that this issue was found by a physicist. There was no report of patient injury.